Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with over-sensed noise exhibited by the right ventricular (rv) lead. Noise resulted in possible pacing inhibition. No patient symptoms were reported. Further information was requested but not received.